Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device malfunctioned after the first year. The pt reported that the battery did not properly work. Even with device on, device offered no relief unless positioned head, tilted to one side, the pt began feeling some relief. In 2010, pt was referred to a neurosurgeon who explanted and replaced the device.